Event description:
Pt's meter would not power on. The pt reported no high or low blood glucose symptoms while attempting to test. Pt was able to test on a back-up meter and obtained a result of 100 mg/dl. The issue was not resolved with troubleshooting. No further info has been reported.